Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian vein. Mustang balloon catheters were advanced for dilatation. However, during inflation at 4 atmospheres, the proximal balloon appears in contrast liquid and the balloon cannot be expanded and then burst. The balloon was removed and was replaced with another of the same balloon of the same size. No patient complications were reported.